Event description:
A customer in (B)(6) notified biomérieux of a misidentification in association with the vitek® ms (ref 410895, serial (B)(4). Testing the same isolate in duplicate, the customer first obtained a low discrimination identification of enterococcus avium 50% / listeria monocytogenes 50% and then a single choice identification of staphylococcus epidermidis 99%. No alternative identification method was used to determine the expected identification. There is no indication or report from the laboratory that the claimed discrepancy led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.